Event description:
It was reported to philips that the heartstart xl defibrillator failed to shock during patient use. It is unknown at this time if the device behavior is being considered a factor in the patient outcome. The patient died.

Manufacturer narrative:
It was clarified the users believed the device did not shock because they did not have a charge delivered after pressing the shock button. The ECG strips from this event were provided to philips. A review showed that two shocks were delivered at 04:01:09 and 04:06:24. The impedance ranges were within the specified range for the delivery of therapy. The hospital performed a self-test evaluation and all parameters passed the test, but the device was placed out of service. The hospital has declined to have philips perform an evaluation of the device at this time. As the hospital has declined philips to perform an evaluation at this time, no conclusion can be drawn.

Event description:
It was reported to philips that the heartstart xl defibrillator failed to shock during patient use. The customer did not want to say if the device impacted the patient outcome. The patient died.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.